Event description:
It was reported that during routine checks, the cs100 intra-aortic balloon pump (iabp) unit had a low vacuum error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that the drive manifold needed to be replaced. The fse also reported that the unit required safety disk and the 5000 h maintenance kit replacement. At that time it was not suitable for clinical use. In addition to that, the fse noted that the doppler was not in the device. It was later informed that the drive manifold as well as safety disk and 5000 hour maintenance kit were replaced. It was noted that the batteries of the device also needed to be replaced. Functional and safety checks were performed and the unit was delivered to the customer in working condition.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field h6 (component codes) the component codes were missed in the mfg follow-up 2 (h6).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.